Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2007. The patient experienced erosion of her internal bodily tissue, pain, and other injuries and has undergone multiple surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusions: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with anterior/posterior colporrhaphy due to pelvic relaxation, stress incontinence, urethral sphincter deficiency with hypermobility of the urethra, cystocele, and rectocele. It was reported that the patient underwent removal of mesh, exam under anesthesia and perineoplasty on (B)(6) 2009 due to vaginal mesh extrusion and dyspareunia. It was also reported that the patient underwent diagnostic hysteroscopy, d&c, and removal of a 1 x 1 cm portion of the anterior vaginal mesh on (B)(6) 2008 due to menorrhagia and dysmenorrhea. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 05/17/2017. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with anterior/posterior colporrhaphy due to pelvic relaxation, stress incontinence, urethral sphincter deficiency with hypermobility of the urethra, cystocele, and rectocele. It was reported that the patient underwent removal of mesh, exam under anesthesia and perineoplasty on (B)(6) 2009 due to vaginal mesh extrusion and dyspareunia. It was also reported that the patient underwent diagnostic hysteroscopy, d&c, and removal of a 1 x 1 cm portion of the anterior vaginal mesh on (B)(6) 2008 due to menorrhagia and dysmenorrhea. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2015-14363. The same patient is represented in each medwatch. Follow-up 01 was initially submitted via paper medwatch and mailed to the FDA via certified usps on 10/07/2015. This information is being resubmitted emdr as it is unknown if the information reached the FDA database. The initial medwatch and supplemental medwatch report were sent to the FDA via usps. This supplemental medwatch report is being submitted electronically.